Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen for a routine follow up and noted a ¿shock like¿ electro-static discharge (esd) sensation when connecting their power cable lead (white or black) from their mobile power unit (mpu), or power module as used in the clinic, to battery power. This did not happen when going from battery to mpu or pm. The patient noted this was something they began experiencing in september. There were no associated alarms or symptoms, and their device interrogation was otherwise benign. The patient stated that the sensation is over the left side of their chest and shoots up their neck to their head. The patient's medtronic implantable cardioverter-defibrillator (ICD) interrogation on 24jan2024 and optivol review from the clinic were without signs of arrhythmias or ICD shocks. Log file review was requested and there were no unusual events recorded in the event log file history.

Manufacturer narrative:
Section b1: type of report has been corrected. Section b2: outcomes attributed to adverse has been corrected. Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h1: type of reportable event has been corrected. Section h10: related report numbers has been corrected. Manufacturer's investigation conclusion: the report of a ¿shock-like¿ sensation could not be confirmed through this evaluation. The controller event log file contained events 28jan2024 from 14feb2024.no notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The left ventricular assist device (lvad) event log file contained events from 16jan2024 through 14feb2024. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.